Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter .(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving dilaudid (hydromorphone) 10 mg/ml for a total dose of 2.7 mg/day and bupivacaine 30 mg/ml for a total dose of 8.2 mg/day via an implantable pump for non-malignant pain. It was reported the patient had suboptimal pain relief over the past few months. There was no known factors that may have caused, contributed, or led to the issue. No diagnostics/troubleshooting were performed. Actions/interventions included a catheter revision. It was noted that surgical intervention occurred as the healthcare professional (hcp) believed the patient could get better pain relief with the catheter tip at a different level, so the hcp removed the existing portion of the distal catheter and positioned a new segment of 8782 via a retrograde approach so the catheter tip was sitting in the sacral level. It was unknown if the issue was resolved at time of report. The catheter remains implanted. The patient's status at time of report was "alive- no injury." The patient's weight was (B)(6) kg. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.